Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a jump in pace and shock impedance measurements. There was an alert due to shock impedance measurements reached greater than 125 ohms and pace impedance measurements reached 1451 ohms. Technical services (ts) reviewed device data and indicated that this was likely patient rather than lead related, however this could not be confirmed. Additionally, it was noted on recent atrial tachy response (atr) episodes that far field oversensing was present post ventricular sensing and reprogramming was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received that the patient will be continuously monitored remotely to resolve. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a jump in pace and shock impedance measurements. There was an alert due to shock impedance measurements reached greater than 125 ohms and pace impedance measurements reached 1451 ohms. Technical services (ts) reviewed device data and indicated that this was likely patient rather than lead related, however this could not be confirmed. Additionally, it was noted on recent atrial tachy response (atr) episodes that far field oversensing was present post ventricular sensing and reprogramming was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a jump in pace and shock impedance measurements. There was an alert due to shock impedance measurements reached greater than 125 ohms and pace impedance measurements reached 1451 ohms. Technical services (ts) reviewed device data and indicated that this was likely patient rather than lead related, however this could not be confirmed. Additionally, it was noted on recent atrial tachy response (atr) episodes that far field oversensing was present post ventricular sensing and reprogramming was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received that the patient will be continuously monitored remotely to resolve. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The product investigation determined that product record reviews did not identify a product quality issue or new patient harm. Additionally, no device anomaly was identified and/or the reported observations can be traced to something unrelated to the device. If additional pertinent information is provided in the future, a supplemental report will be issued.